Event description:
It was reported that during the removal attempt, the guide wire was difficut to remove from the vessel and the tip began to unravel and it separated. A snare device was used to retrieve the seperated portion of the guide wire.